Manufacturer narrative:
Device was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify under delivery anomaly due to the missing retainer and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose. The customer alleged the insulin pump was under delivering insulin due to set changed, but still overnight he had blood glucose 350 mg/dl. Troubleshooting was performed for under delivery. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.